Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed with no issues noted. A functional leak testing was performed and revealed flow obstruction in the assembly between the injection site and the tube. The reported condition was verified. The cause of the condition was determined to be manufacturing issue and is associated with excess of solvent. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set would not prime. The reporter stated that a blockage was present on the white clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.